Event description:
It was reported that the patient was hospitalized for recurrent low flow alarms that would not resolve despite adequate volume and appropriate blood pressure. The patient did not experience any pain or symptoms associated with the events, and the patient¿s laboratory test results and vital signs were reportedly normal. It was noted that 2 days prior to their admission, the patient had a subtherapeutic international normalized ratio (inr) of 1.5 and received a higher dose of coumadin (warfarin); however, the patient¿s inr was 2.0 and within the therapeutic range at the time of admission. Log files captured low flow events on (B)(6) 2024 as well several low flow flags which did not persist long enough to trigger low flow alarms. A chest computed tomography (CT) scan with and without intravenous (IV) contrast was conducted which revealed severe outflow graft stenosis; however, the submitted CT notes further stated that a low-density filling defect was observed along the length of the outflow graft wall which was thought to be compatible with thrombus. It was also noted that there was significant luminal narrowing throughout the outflow graft with near occlusion of the graft near the aortic end. According to the account, the low flow alarms were due to the outflow graft obstruction. Flow values increased and the alarms resolved after cardiac catheterization and successful stenting of the outflow graft on (B)(6) 2024. An improvement in the outflow graft gradient was also observed. It was noted that during the procedure, the patient experienced cardiogenic shock with anginal chest pain, but this did not result in any complications with the study. The patient received bedrest and management from the heart failure team, as well as a follow-up echocardiogram the morning after the procedure. The patient was reportedly doing well with steady flow values and was ultimately discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned for evaluation, and no images were provided by the account. Review of the submitted log files confirmed low flow alarms. According to the account, the alarms were due to the outflow graft obstruction and resolved following the stenting procedure. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiogenic shock and anginal chest pain could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 and captured several low flow alarms. No other notable events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with atypical anginal chest pain and was hospitalized for recurrent low flow alarms. Log files captured low flow events on (B)(6) 2024 as well several low flow flags which did not persist long enough to trigger low flow alarms. The patient's labs and vital signs were reported normal. A computed tomography scan with contrast revealed severe outflow graft stenosis with almost complete occlusion towards the aorta side of the graft due to thrombus. The patient was reported to be in cardiogenic shock, cardiac catheterization and stenting was performed on (B)(6) 2024 which resolved the issue. The patient was doing well post procedure and their flows steadily remained above 3.5 lpm. They were discharged on (B)(6) 2024.